Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was being used for the purpose of administering medication for advanced stage parkinson¿s disease. Procedure date is unknown. According to the complainant, the packaging of the jejunal tube was damaged. There was no patient involved in the event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Investigation results reveal on (B)(6) 2015 that the seal was compromised.

Manufacturer narrative:
Reported event of seal compromised. A visual examination of the returned device revealed that the pouch have been torn open with the seal opened on the left side and across the bottom. The tear appears to have begun in the center of the pouch and the tear continued to the left edge. Portions of patient labels are missing. A score mark (scrape) outside of the pouch continues to tear, through bar code and towards the bottom of the pouch. It was noted that the condition of the returned unit was consistent with the complaint incident that the package was damaged. Based on all gathered information, the most probable root cause is "handling damage.¿ a device history record (DHR) review of lot number 17088346 was performed and revealed no issues related to the reported complaint. A search of the complaint database confirmed that no similar complaints exist for the specified batch.